Event description:
It was reported that the patient experienced stimulation in the wrong location following implant. Stimulation should be on top of the foot, but was felt in the calf. The patient status was reported to be good. Impedance measurements were normal. It was suspected that the area of tissue over the lead was too thick to stimulate the nerve. Everything looked ok. It appeared that there was muscle stimulation. The patient did feel correct stimulation in the operating room, but not since. A revision was scheduled to open up the patient and figure out what was going on.

Manufacturer narrative:
(B) (4).